Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This report is for an unknown nail and it is 2 of 3 for complaint (B)(4).

Event description:
During an im nail procedure (femur), the insertion handle (B)(4) and the 135deg aiming arm (B)(4) did not line up with the nail. The surgeon left the nail in without the locking bolt. This is 2 of 2 reports for this event.

Manufacturer narrative:
After further investigation of this complaint, the nail was added to this complaint. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.